Event description:
It was reported that this right atrial (ra) lead was explanted after the helix would no longer extend. A new ra lead was successfully placed. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, found no anomalies. The helix mechanism test failed due to dried blood/body fluid clogged in the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any additional abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted after the helix would no longer extend. A new ra lead was successfully placed. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.